Event description:
Treatment of an avm. During catheterization, it was reported that the guidewire and marathon catheter did not move into intravasculature. The physician removed both devices and observed the guidewire was cut at the distal tip and the marathon catheter had a kink at 10cm from the distal tip. No pt injury reported.

Manufacturer narrative:
The catheter and guidewire have been evaluated. The eval showed that the guidewire broke into two segments (due to tensile overload) inside the catheter lumen and one of the segments punctured the catheter lumen at 14 cm from the distal tip. Results - catheter lumen. Same event as MDR# 2029214-2008-00080. (B) (4).